Event description:
A surgeon reported that he noted some type of material adherent to the surface of an intraocular lens (iol) during implantation. The incision was slightly enlarged to facilitate removal of the iol.